Manufacturer narrative:
Re-seated bag/vent switch to fix the reported issue. (B)(4).

Event description:
The hospital reported that, bag to vent switch failed. There was no reported patient involvement.